Manufacturer narrative:
Date received by manufacturer in the previous follow up report was inadvertently reported incorrectly.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg reference number: 3006705815-2019-00780. It was reported that the patient experienced an epidural abscess during a trial. The patient was reported to have fever and chills and went to the emergency room. A multi level thoracic laminectomy was performed to resolve the issue.